Event description:
It was reported that during use with bd lsrfortessa¿ facsflow under pressure sprayed outside of instrument. There was no user or patient impact reported. The coupling flows to the hose at the expansion tank, apparently it broke. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? Yes 4.5psi. 4. What was the fluid that leaked? Facsflow. 5. Was the customer/bd personnel physically in contact with the fluid? No. 6. Was blood or bodily fluids exposed to the customer? No. 7. Was harm to the customer due to the leak? No.

Manufacturer narrative:
After further review MFR#2916837-2020-00248 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd lsrfortessa¿ facsflow under pressure sprayed outside of instrument. There was no user or patient impact reported. The coupling flows to the hose at the expansion tank, apparently it broke. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? Yes 4.5psi. What was the fluid that leaked? Facsflow. Was the customer/bd personnel physically in contact with the fluid? No. Was blood or bodily fluids exposed to the customer? No. Was harm to the customer due to the leak? No.